Event description:
The pt's family member called out over the intercome to report that the IV pump was sparking and smoking (baxter colleague). The nurse entered the room and found this was the case. The pump was immediately unplugged and remove from area. The smoke and sparks stopped immediately. Bio-med was notified and found a frayed area of the cord where it attaches to machine. No harm came to the pt.